Event description:
Dealer advised put a head array on the chair so end user can drive the chair. Dealer advised when end user goes over a bump the suspension tubes intermittently lock up causing loss of traction and directional control.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.